Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a multicentre, randomized clinical trial comparing the haemostatic patch with fibrin sealant for the management of bleeding during hepatic surgery was done. This resulted to prolonged hospitalization and increased morbidity and mortality. The bleeding site was inspected every 30 s from application of the patch until bleeding stopped. If haemostasis was not achieved within 10 min, the investigator was allowed to use additional topical haemostatic measures, excluding the haemostatic patch. Once haemostasis was achieved, the procedure was considered complete. Regardless of bleeding severity or surface area, the haemostatic patch achieved haemostasis in this setting significantly faster than the control device in patients undergoing hepatic resection. It was safe and easy to handle in open hepatic surgery. Two deaths occurred during the trial, one in each of the treatment arms. Both deaths were the result of multiple organ failure. The treating surgeon and an independent medical monitor (blinded to treatment assignment and site at which the patient was enrolled) considered the deaths to be unrelated to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.